Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09/17/2020. Investigation conclusion . The customer reported that tubing was leaking at a slit found at a connection. Received was a used primary set model 2426-0007 lot unknown. The two other sets reported as lots 20075525 and 20056104 were not received for evaluation. Fluid drops were observed throughout the set sample. The set sample was inspected for kinks, holes/tears in the tubing, or damages to the components. There was a tear in the silicone segment p/n 12088541 area directly below the upper fitment component. Further visual inspection of the damaged area under magnification was done. The tear was measured as approximately 0.1 inches in length. No other damage or issue was observed. Although damage was observed, the primary set was reprimed. Close inspection observed fluid leaking from the tear. No leak or issue was observed from anywhere else. Equipment used (inspection and measurement performed on 25sep2020): - ram optical instrumentation/eq08204/calibration due date 05feb2021. The device history record search for model 2426-0007 could not be conducted due to no lot number being provided. The device history record search for model 2426-0007 lot 20075525 shows the set was manufactured on 04jul2020 with a total of (B)(4) units built. There were no related quality notifications issued during the production build of this set. The device history record search for model 2426-0007 lot 20056104 shows the set was manufactured on 15may2020 with a total of (B)(4) units built. There were no quality notifications issued during the production build of this set. The customer's report that tubing was leaking at a slit was confirmed. The cause of the leak was identified as due to a tear in the silicone segment component. The root cause of the observed damage was not identified. Although the root cause of the silicone segment damage could not be definitively determined, previous investigations have shown that this damage may be a pre-existing condition of the silicone raw material, or can occur during manufacturing, set loading or as a result of excessive stretching or pulling of the tubing during use. Even though the lot number was not provided, pump segment issues are currently being investigated and will be addressed under tijuana systemic failure investigation for pump segment (dir #(B)(4).

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced leakage and ruptured tubing. The following information was provided by the initial reporter: bd item ID: 2426-0007. Lot number: unsure ¿ possibly 10 20075525 or 10 20056104. Item description: primary tubing - set infusion pump 20ggt 3 smartsite dehp-free, 126" 2-piece male luer lock 110 volume. Complaint/problem: the patient called the nurse to let them know the tubing was leaking and liquid was on the floor. Nurse found a slit in the tubing at one of the connections. Can you provide a date for the event reported? (B)(6) 2020. Can you provide the location on the tubing where the slit was found and leakage occurred? -nurse found a slit in the tubing at one of the connections. What was leaking from the tubing? Medication - remdesivir. Was there any adverse event(s) as a result of the reported defect? -no, but medication was not being administered as ordered because of leakage.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20075525. Medical device expiration date: 07/04/2023. Device manufacture date: 07/04/2020. Medical device lot #: 20056104. Medical device expiration date: 05/15/2023. Device manufacture date: 05/15/2020.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced leakage and ruptured tubing. The following information was provided by the initial reporter: bd item ID: 2426-0007. Lot number: unsure ¿ possibly 10 20075525 or 10 20056104. Item description: primary tubing - set infusion pump 20ggt 3 smartsite dehp-free, 126" 2-piece male luer lock 110 volume. Complaint/problem: the patient called the nurse to let them know the tubing was leaking and liquid was on the floor. Nurse found a slit in the tubing at one of the connections. Can you provide a date for the event reported? (B)(6) 2020. Can you provide the location on the tubing where the slit was found and leakage occurred? -nurse found a slit in the tubing at one of the connections. What was leaking from the tubing? Medication - remdesivir. Was there any adverse event(s) as a result of the reported defect? -no, but medication was not being administered as ordered because of leakage.